Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system experienced an interlock broken error. Rebooted system 3 times and problem was cleared. There was no report of patient injury.